Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 19, 2019 that a flexiva ID 200 laser fiber was used during a ureteroscopy with stone extraction procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis p100 console with laser settings of 0.2 joules and 53 hertz. According to the complainant, during the procedure the laser fiber stopped working during the case. Reportedly, the energy was not completely coming out the end of the fiber, and the aiming beam became weak/dim. When the nurse attempted to remove the fiber she got burned by the connector and her fingers blistered. The nurse was treated with ice, ointment, and a bandaid. The procedure was completed with another flexiva ID 200 laser . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.